Event description:
It was reported that this ambicor penile prosthesis (app) had fluid loss. The implant would not deflate. The device herniated out the side which did not allow the device to deflate. The app was explanted and replaced. There were no patient complications reported.